Event description:
It was reported that the push rod was fractured. The 96% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod in the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the push rod was fractured. The 96% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod in the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination revealed that a hypotube break was noted at 51cm distal to the distal end of the strain relief. Multiple kinks were also noted. No kinks or damages were noted. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Tip showed no signs of tip damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage.

Event description:
It was reported that the push rod was fractured. The 96% stenosed target lesion was located in the left anterior descending artery (lad). A 10mmx2.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, it was noted that the push rod in the delivery shaft was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.